Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No power loss anomalies, reset anomalies or blank display anomalies noted during testing. Hardware low level failures (variable 12) alarm, problem isolated to electronic board stack.

Event description:
The customer reported via phone call that the insulin pump was cutting off periodically and it stops working. The customer¿s blood glucose level was unknown. The customer reported that the battery cap contact was fine and able to perform self test and it passed. The customer declined troubleshooting for low blood glucose level. The device will be returned for analysis.